Event description:
It was reported that during an ablation treatment procedure, a foot switch malfunction occurred. During an unknown time in the procedure the foot switch of the ept 1000xp rf ablation system delivered radiofrequency to the console without engaging the foot switch. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The foot switch was received back with the outside guard bent out of shape. There was a dent on the top right rear side of the outside guard. There were some paint chips along the edges of the outside guard on the front and back sides. The rest of the device was in overall good physical shape. The plastic pedal pressed down evenly. The connector and pins were clean and aligned properly. The foot switch was functionally tested; the footswitch was activated and released several times. Each time the unit started and maintained an ablation cycle with no errors. When the foot switch pedal was released, the ablation cycle ended. The foot switch cable was pulled and twisted in several ways to test for shorts in the internal wiring. The ept-1000 generator remained in ready mode with no unintended rf delivery activation. The foot switch cable was wiggled at the strain relief exiting the foot pedal to test for shorts in the internal wiring. The ept-1000 generator remained in ready mode with no unintended rf delivery activation. The foot switch cable was wiggled at the strain relief of the connector entering the generator¿s receptacle to test for shorts in the internal wiring. The ept-1000 generator remained in ready mode with no unintended rf delivery activation. The foot switch cable was pulled and twisted in several ways to test for breaks in the internal wiring. The ept-1000 generator maintained the ablation cycle. The foot switch cable was wiggled at the strain relief exiting the foot pedal to test for breaks in the internal wiring. The ept-1000 generator maintained the ablation cycle. The foot switch cable was wiggled at the strain relief of the connector entering the generator¿s receptacle to test for breaks in the internal wiring. The ept-1000 generator maintained the ablation cycle. The foot switch connector body was in good physical condition. The grounding shield was tightly in place. The connector wires were soldered securely and the strain relief was in good shape. The foot switch functioned as intended. There was no indication of the reported complaint during testing of the foot switch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an ablation treatment procedure, a foot switch malfunction occurred. During an unknown time in the procedure the foot switch of the ept 1000xp rf ablation system delivered radiofrequency to the console without engaging the foot switch. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.